Event description:
It was reported that the patient experienced failure on an inflatable penile prosthesis (ipp) due to cylinder aneurism. No replacement surgery has been performed yet but the patient intends to get a replacement for another product. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.